Manufacturer narrative:
Batch review performed on 27-sep-2019. Lot 177360: 96 items manufactured and released on 20-mar-2018. Expiration date: 07.03.2023. No anomalies found related to the problem to date, 97 items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by medical affairs manager: hip revision surgery performed 1 year after cementless total hip arthroplasty. No information concerning patient age, level of activity, health status and presence of comorbidities is available. Fluoroscopic images provided are partial and it is not clear if they refer to primary or revision. On the basis of the limited evidence provided, no conclusion can be drawn.

Event description:
Revision surgery, after 10 months from the primary due to pain. The patient came in complaining of pain and the cause of the pain was an undersized stem. The surgeon revised the head and stem. When the surgeon was revising the stem, it was observed that the stem had in growth when it was explanted. The surgery was completed successfully.